Event description:
The customer reported that the device sat in water and will not power on. There wasn't any negative patient impact.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
(B)(4).